Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, the lasso variable catheter was trapped in the mitral valve right after the transeptal puncture. The physician tried for at least three hours to release the catheter from the valve but was unsuccessful. The procedure turned into open heart surgery and the surgeon cut the catheter to release it to minimize the risk of the mitral valve damage. The mitral valve had a small repair. Upon request, additional information was provided on the event. The catheter had to be cut by the surgeon in three parts and a small repair of the mitral valve was performed. Only a small mitral valve insufficiency was detected in an echo after a few days from the open heart surgery. The physicians opinion on the causality of the event was that it was possibly device and possibly procedure related. Patient is obese.

Manufacturer narrative:
The device history record was reviewed and it verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).